Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to get the device back from the customer are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: pump infusing in 16hrs instead of 24 hours. No patient injury.

Manufacturer narrative:
Exemption number e2016018. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.